Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
A visual examination of the returned device confirmed the presence of a white crystalline deposit (foreign matter) on the base of the array and the cannula tip. No damage was visible to the package or product. Additionally, the package and product did not present with any discoloration. The packaged device was sent to an outside lab for an energy dispersive spectroscopy (eds) microanalysis of the foreign matter, which identified the elements contained in the residue. The analysis found that the material contained sulfur and oxygen as the major elements, while carbon, nitrogen, and phosphorous were detected at lower levels. The condition of the returned incident device was consistent with the complaint that foreign matter was identified within the device package. The evaluation confirmed the presence of the foreign matter and further analysis of the material found that it was of non-organic origin. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
An issue was reported to boston scientific corporation regarding a packaged leveen needle electrode.according to the complainant, the physician was looking at the inventory and identified mold within one of the electrode's packages. The account reported that the package was unopened.there was no patient involvement.

Event description:
An issue was reported to boston scientific corporation regarding a packaged leveen needle electrode. According to the complainant, the physician was looking at the inventory and identified mold within one of the electrode's packages. The account reported that the package was unopened. There was no patient involvement.